Event description:
Heating pad was returned to retailer and the only info provided was that the product was "broken in wires." No injury or property damage was reported with this incident.

Manufacturer narrative:
Pad had been crushed which is abuse and a direct violation of the instructions provided. No injuries were reported with this incident. This incident is direct result of misuse/abuse of the product.